Manufacturer narrative:
(B)(4) follow up emdr: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Product undergoes inspections throughout manufacturing, as the lot involved in this incident is unknown, a complaint history review cannot be performed. Based on the available information, we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Event description per attached email states: serious fluid was coming out between the connection to bottle and to the patient. There's a crack in the cylinder. 25feb2021 - 10:05 am cst - spoke with initial reporter (nurse) to confirm product issue, harm and if item was available to return; it was reported via email and confirmed via phone call that nurse used a kit with a cracked access tip, which caused a small amount of fluid leakage; tip was examined to discover issue, thrown away, then corrected with use of new bottle for full drainage; no patient harm.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Event description per email states: serious fluid was coming out between the connection to bottle and to the patient. There's a crack in the cylinder. 25feb2021 - 10:05 am cst - spoke with initial reporter (nurse) to confirm product issue, harm and if item was available to return; it was reported via email and confirmed via phone call that nurse used a kit with a cracked access tip, which caused a small amount of fluid leakage; tip was examined to discover issue, thrown away, then corrected with use of new bottle for full drainage; no patient harm.